Manufacturer narrative:
Visual inspection of the returned lens found the lens in two pieces, the optic cut in half, one haptic attached to one piece of the optic and the other haptic torn off and missing. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the lens was explanted from the patient's right eye due to a broken haptic noted upon insertion. The damaged lens was left in the patient's eye due to lack of a back-up lens; subsequently, the lens was successfully explanted and replaced with another lens of same model and diopter .